Event description:
Caller was implanted with essure coil in (B)(6) 2012. Before insertion she was informed by her doctor that it is going to be an easy procedure. She was not given much information. Ever since she has experience various side effects which include sever abdominal pain, blurry vision, drowsiness, pelvic pain, frequent urinary, and endotrimyosis. Several test has been done but all results came back negative. She hope this device is taken out of the market.